Manufacturer narrative:
On patient's last visit on (B)(6) 2017; patient's best corrected visual acuity (bcva) was 20/20. Lens was exchanged due to excessive vaulting. Lens was exchanged for another lens with the same size and diopter is incorrect; corrected data is that the lens was exchanged for a shorter lens and the problem was resolved. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with a -12.0/1.50/85 diopter in the patient's left eye (od) on (B)(6)2017. The lens was exchanged for another lens with the same size and diopter and the problem was resolved.

Manufacturer narrative:
On patient's last visit on (B)(6) 2017; patient's best corrected visual acuity (bcva) was 20/20. Lens was exchanged due to excessive vaulting. Lens was exchanged for another lens with the same size and diopter is incorrect; corrected data is that the lens was exchanged for a shorter lens and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Lens was returned in microcentrifuge vial with some moisture. Visual inspection found no visible damage, clear surgical residue on the lens surface. (B)(4).